Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to log on the cubex app and no items were available to issue immediately. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to login. A technical support specialist walked the customer through the process of entering the cubex user password and confirmed successful access. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.